Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The custom'ER reports were observed during review of the device data logs. However, the device was put through extensive testing fast testing and functional testing without duplicating the report. A visual and internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.